Event description:
During the device evaluation, it was found that a segment of the light emitting diode (led) at the digital bar graph on the front panel of the high flow insufflation unit was not illuminated. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the exact cause of the occurrence could not be identified. However, it is suspected that the malfunction may have been caused by damage or deterioration of parts during handling, environmental factors such as dust, dirt, humidity, or ambient light, optical issues, compatibility issues, thermal issues, or electrical problems such as signal loss or circuit breakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.